Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2022 with blood glucose of 860 mg/dl. The customer's current blood glucose is 188 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with manual injection. The customer reported they started feeling unwell on (B)(6) 2022. The customer report did not allege under delivery on insulin pump. Customer stated auto mode was active at the time of incident. The customer will continue to use the device.